Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected a low out of range right ventricular (rv) pacing impedance measurement less than 200 ohms through the remote monitoring system. Additional information was provided that this patient was not pacemaker dependent and that all other lead measurements were stable and within normal limits including the pacing impedance measurement during a follow-up appointment. The patient will continue to be monitored. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.